Manufacturer narrative:
Additional information was received that the patient¿s leads were explanted during a non-device related fusion in neck but it was mentioned that one of the leads fractured so it was left inside the patient¿s body.

Event description:
A report was received that the patient's lead was fractured. X-ray result revealed three contacts were detached. The patient underwent a revision procedure wherein the lead was removed.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient's lead was fractured. X-ray result revealed three contacts were detached. The patient underwent a revision procedure wherein the lead was removed.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient¿s lead was fractured. X-ray result revealed three contacts were detached. The patient underwent a revision procedure wherein the lead was removed.